Event description:
It was reported that the iodine swabs had been removed from the packing of foley tray and were just lying in the tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received1 surestep foley tray system. Upon visual inspection it was found that the iodine packet was punctured leading to the iodine solution to leak within the tray. Therefore the reported event is confirmed and does not meet specifications which states missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed. Based on the results of the investigation no additional actions are required at this time. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iodine swabs had been removed from the packing of foley tray and were just lying in the tray.